Manufacturer narrative:
The distributor reported that the AED will not power on. The battery pack has an expiration date of july 2024. Review of the log history file found that the unit entered service on 17 dec 2020. In june 2023, service code for 'servo in_range (16-bit fs)' which may be due to the presence of electromagnetic interference reported during monthly test and continued. In september 2023, replace battery pack warning was reported during the weekly test, along with service code warnings for 'speaker test current' which may be an early warning of a low battery; 'error code' related to exposure to high condensing humidity and 'error code' which may be related to battery depleting due to failure to address red asi. By october the battery was fully depleted. At the end of july 2024, a new battery pack was installed; the battery pack depleted warning was cleared and the log history file was downloaded. Advised the distributor that the depleted battery pack should be removed from service; it will not be returned to the manufacturer. The customer's failure to promptly address red asi warnings reduced battery life expectancy. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the AED will not power on. The customer did not report this event occurred during patient use.